Event description:
Customer reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 1331 mg/dl. The customer stated she was vomiting and prior to being hospitalized. She also stated she was hospitalized due to having diabetes ketoacidosis, dehydration, and acute gastrointestinal bleeding. The customer stated she was released from the hospital after two weeks. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.